Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that during a procedure, this right ventricular (rv) lead was explanted due to an unknown product performance anomaly. The lead was removed and replaced with a new lead successfully. No additional adverse patient effects were reported.